Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During hansson pin surgery, the guide wire broke. The surgeon was able to remove the broken wire. He used other new wire and finished the surgery.

Manufacturer narrative:
Evaluation summary: the reported event that the guide wire pin broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by too much force applied on it repeatedly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. (B)(4).

Event description:
During hansson pin surgery, the guide wire broke. The surgeon was able to remove the broken wire. He used other new wire and finished the surgery.